Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had dislodged and exhibited unstable thresholds and no capture. It was also noted that the rv lead exhibited a sharp increase to a high threshold level. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.